Manufacturer narrative:
The expedium polyaxial screw was returned for evaluation. Visual inspection revealed that the tulip head had been separated from the screw shank. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no systemic trends. The root cause cannot be positively determined based on the provided details or complaint sample; however it was reported that a 6mm tap was used for a 9mm diameter screw. It is likely that under tapping caused unanticipated loading on the tulip head. Based on the investigation results, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon placing right side ileum screw, pre-tapped with a 6.0 dual lead tap, inserted a (179712965) 9.0 x 65mm expedium poly screw. After insertion, the poly screwdriver spun in the poly head and the poly head popped off the screw body with the tip of the poly screwdriver fractured off in the screw. The screw body was removed with a 5.0 reverse thread device from the depuy evolution set. The fractured screw was replaced with a (179712165) 10.0 x 65mm expedium poly screw.